Event description:
Pt is 64 y/o female with history of permanent pacemaker malfunctioning. Pt has history of slow heart rate. Testing revealed atrial fibrillation with slow ventricular response. Pacemaker showed oversensing and lack of pacing. Pt is pacemaker dependent. On 7/24/1997, malfunctioning pacemaker was explanted and replaced with new pacemaker. Pt successfully underwent procedure without complications.